Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported "encapsulations in her breast (capsular contracture)". This record is for a unknown side. Device was explanted and replaced.